Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) alleging segments were missing on the meter. The patient received a 20 mg/dl, 64 mg.dl and 84 mg/dl and did not experience any symptoms. The patient ate food and / or drank a beverage after attempting to use the meter. Later that evening the patient contacted emergency services and was adivised to go the clinic. The patient went to the clinic and the reading was 105 mg/dl on the clinic's meter. The patient did not receive any treatment; however, ws advised to contact lfs. Customer service agent (csa) sent the patient a replacement meter. This complaint is being reported due to the missing segments.